Manufacturer narrative:
Citation: authors: bhastana et al.. Transcatheter aortic valve replacement for degenerative bioprosthetic mosaic valve. Jacc: case reports 30 (3) 2025. 10.1016/j.jaccas.2024.103124 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75 year old male patient who underwent transcatheter aortic valve replacement for degenerative bioprosthetic mosaic valve. The adverse events that occurred included; atrioventricular block, pacemaker implant, an increased mean gradient of 50mmhg and mild aortic regurgitation. No further information was provided pertaining to medtronic products.